Event description:
Spoke to pt who states that his ms3 pump sn (B)(4) states that it needs to be reprogrammed; however, pt states that he has not been leaving the battery active at all times and has not had a problem up till this point. Pump original date 2013 (internal batteries changed for pumps (B)(6) 2016 till now). Device malfunction. "Did the reported product fault occur while in use with a pt: no, did the product issue cause or contribute to pt or clinical injury: no, did we replace device: yes." Dose or amount: remodulin 53nkm, frequency: continuous, route: subcutaneous. Dates of use: from (B)(6) 2015 to present. Diagnosis or reason for use: pah. Expiration date: mnt due.